Manufacturer narrative:
One opened probe was received with no tip protector, in a bag with the needle missing, for the report. The returned sample was visually inspected and found to be non-conforming with the needle completely broken off at the stiffener, confirming the received condition of the probe. Functional testing and disassembly activities were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the needle broken off. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported that the cutting was not adequate or poor during vitreoretinal surgery. The procedure was completed after the cutter was replaced with new one. There was no patient harm.